Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment below the upper fitment was confirmed. Visual inspection showed that the silicone segment tubing had a bulge, discoloration, and weakened area just below the upper fitment. Functional testing was unable to replicate the ballooning. The root cause of the ballooning silicone segment could not be determined

Manufacturer narrative:
Concomitant products: 1000ml hospira bag ndc 0409-7983-09, lot 57-042-jt, exp 1 sep 2017, sodium chloride injection; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a bulge in the silicone segment at the upper fitment.